Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, when the device was unpacked, it was discovered that the device was torn at the pigtail. Reportedly, the device was easily removed from the stent packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ''good.''

Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed that the bladder pigtail of the device was detached. The suture hole was ripped all the way to the end of the stent, which is consistent with one caused by the suture when being pulled. The suture was not returned.

Manufacturer narrative:
(B)(4) for the reported event of torn material. It was reported that the stent was not used past the expiry date.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, when the device was unpacked, it was discovered that the device was torn at the pigtail. Reportedly, the device was easily removed from the stent packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."